Manufacturer narrative:
H3 analysis of the returned recharger revealed the wr9220 does not respond to commands as in the complaint. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported that their 'not for human use' recharger was not working. They stated that they had the wireless recharger on the dock for 24 hours with the green light on the dock showing and when they removed the recharger it would not turn on. The caller stated that when the recharger was on the dock, the green light on the battery would go up and down. When removed from the dock, the recharger would not do anything (no lights, unresponsive). The caller was sent to technical services for assistance. The caller did not know if they had taken it out of shipping mode when they first received it. There were no patient involvement or patient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). The rep reported that the recharger had been taken out of shipping mode and bonded to the recharger app. When they went to use it, it would not work. They left it on the charge station for 24 hours. The cause was unknown. The issue had not been resolved, as the recharger needed to be replaced.